Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the suture found damaged/ broken in the package? No, the suture was broken during use. Was the suture broken during the procedure? Yes. What tissue was being approximated/ sutured? Dermis. The following information was requested, but unavailable: was the suture dispensed by or staff and then broken? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a colostomy procedure on (B)(6) 2022 and suture was used. After opening the package, the suture was broken at several points during suturing. The product was used on dermis. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/20/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one top foil, a paper lid, an empty winding former and a suture piece of product code z513g were received for evaluation, the suture piece was observed with body fluids and marks on the surface and was cut appears to be by use of the surgical instrument. The product code z513g contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.